Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: balloon rupture. It was reported that the procedure was to treat a moderately calcified lesion in the distal rca. After pre-dilating the lesion with a 2.0 x 15mm voyager, the minivision was placed and inflated; however, the balloon ruptured at 14 atm. The stent was adequately deployed; however, a dissection was observed just proximal to the stent. Another stent was used to successfully treat the dissection. No patient effects were reported. No additional patient or event information is available.

Manufacturer narrative:
Quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the sidearm, shaft, and in the guide wire lumen, inflation lumen, and balloon. There was contrast visible in the inflation lumen and balloon. The balloon was loosely folded. There was no other damage noted to the sds. A new indeflator, filled with water, was used to pressurize the sds, but due to the thick, dried contrast and blood, the balloon would not inflate. The sds was left inflated overnight. After being left pressurized for two days, the balloon would not inflate. The catheter was cut 1 mm proximal from the proximal seal, then pressurized when fluid leaked out a pinhole, 3 mm distal to the distal edge of the proximal balloon marker. There was a longitudinal scratch in the balloon parallel to the rupture for a length of 2 mm. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that after pre-dilating the lesion with a 2.0 x 15 mm voyager, a 2.5 x 28 mm mini vision sds was placed and inflated; however, the balloon ruptured at 14 atm. Reportedly, the stent was adequately deployed; but, a dissection was observed just proximal to the stent. Another stent was then used to successfully treat the dissection. Dissection, as listed in the device risk assessment and instructions for use is a known adverse event associated with coronary stenting. Analysis of the mini vision confirmed a pinhole rupture in the balloon. The pinhole appears to have been initiated from the outside of the balloon, with a longitudinal scratch observed in the vicinity. The material was likely weakened by the scratch, leading to the rupture under pressurization. Damage of this type can result from an interaction with patient anatomy and/or interaction with accessories (rhv, gc). In this case, based on the information received, the reported difficulties appear to be related to the moderately calcified lesion and not a product quality issue. Product performance engineering will trend and monitor the experienced circumstances. All catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. This MDR is considered closed by the product performance group.